Manufacturer narrative:
Film evaluation summary the exact cause of the reported bulged sac near the top of the bifurcate could not be determined from the films provided. The anatomy at implant is unknown, earlier films post-implant including images during the recent intervention when 2 endurant aortic cuffs were implanted to resolve the event were not available for review. CT¿s from 43 months post-implant revealed that the bifurcate was positioned just below the left renal artery, within the acutely angulated proximal neck which measured ~85deg. The aorta was confirmed to be bulging out near this angulation at the top of the bifurcate. The bifurcate aortic body was also angulated ~60deg l-r and 60 deg a-p relative to the distal aorta. The max diameter aaa measured 48mm just below the bifurcate proximal margin. There was contrast seen outside the proximal sac from a proximal type I endoleak due to lack of a proximal seal, which was likely caused by the reported neck dilatation as well as severe neck angulation.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that there a bulge/sac above endurant stent graft material, hanging over stent graft. It was noted that no endoleak was seen. Due to the concern for continued growth and possible rupturing of the bulge /sac the patient was treated. The aortic neck was angled and the location of the bulge /sac required the physician perform snorkel procedure. The physician elected to treat the bulge with another manufacturer¿s 7x59 covered stent that was inserted through the left brachial artery and implanted in the left renal artery, while an 36x36x49 endurant aortic cuff was advanced through the left femoral artery up to the superior mesenteric artery and implanted. A second cuff was then deployed below the first cuff to increase the overlap. The bulge/sac was excluded from blood flow and the final angiogram run looked great. Per the physician, the cause of the events is related to patient anatomy due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.